Event description:
It was reported that an asymptomatic patient was seen in clinic and the atrial lead exhibited noise. The noise was not reproducible. No intervention was reported. The patient was in good condition and would be monitored.

Event description:
New information indicated the lead continued to exhibit noise. The noise once again could not be reproduced in-clinic. The patient would continue to be monitored.